Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) presented with discomfort at the area of the reservoir. The patient was dissatisfied with the location of the reservoir because it was palpable and causing lower abdominal pain. The patient was hospitalized after the procedure for the abdominal pain and provided medication. Surgical intervention was performed to reposition the reservoir, and there was no additional patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code: according to the available information, the allegation of abdominal pain and malposition of the device determined to be related to inadvertent or an unintentional interaction. A product analysis could not be performed because the device was not returned.

Manufacturer narrative:
Correction to a2 age at time of event and a3a sex, and a3b gender, b5 describe event, e1 initial reporter, and g2 report source.

Event description:
It was reported that the patient entered the itmatters study with this inflatable penile prosthesis (ipp) that later presented with discomfort at the area of the reservoir. The patient was dissatisfied with the location of the reservoir because it was palpable. Surgical intervention was performed to reposition the reservoir, and there were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort at the area of the reservoir. The patient was dissatisfied with the location of the reservoir because it was palpable. Surgical intervention was performed to reposition the reservoir, and there were no additional patient complications reported.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) presented with discomfort at the area of the reservoir. The patient was dissatisfied with the location of the reservoir because it was palpable and causing lower abdominal pain. The patient was hospitalized after the procedure for the abdominal pain and provided medication. Surgical intervention was performed to reposition the reservoir, and there was no additional patient complications reported.

Manufacturer narrative:
Correction to a1 patient identifier and b7 other relevant history additional information updated b5 describe event, h6 patient codes, h6 impact codes.